Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient was transplanted on 26feb2026 from the high urgency transplant list.

Event description:
It was additionally reported that during connector cleaning the driveline was found to have been repaired with rescue tape. After removal of the rescue tape, it became apparent that the outer sheath of the driveline was practically gone and the underlying kevlar layer was damaged. Furthermore, it was observed that the plastic sheath beneath the kevlar layer, which was normally clear, had turned brownish yellow, which could indicate moisture ingress. The driveline was re-wrapped with rescue tape from the abdominal exit point to the connector. Then the pump-side connector was cleaned according to abbott product service procedure. Log files were saved after the initial cleaning and analysis revealed that the fault persisted. The modular cable was replaced, and the pump-side connector was cleaned again. The fault persisted even after this cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic due to a driveline communication fault alarm. The driveline communication fault alarm was cleared however returned shortly. The modular cable was recently exchanged. The alarm would be silenced permanently. Cleaning of the pins on the pump connector side would be requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed pump cable wire damage. The damage to the pump cable allowed for fluid ingress over time that ultimately impacted the sockets of the inline connector, contributing to the reported communication fault alarms. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The distal end portion, measuring approximately 16¿ in length, was also returned attached to the modular cable (see pi-2026-003672-02) were returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. A bend relief clip was also attached. The apical cuff was returned, properly engaged with the cuff lock. Evaluation of the sealed inflow and outflow conduits was unremarkable and revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump header and the returned portion of pump cable appeared unremarkable. Upon examination of the returned portions of pump cable, the inline connector sockets appeared to have evidence of scorching and fluid ingress. Tape was noted along the distal portion of pump cable, extending from the inline connector to approximately 8¿ away from the connector. An electrical continuity test of the returned portions of pump cable, in the condition that they were received, was conducted and continuity issues were found with the yellow, and blue wires. The tape was removed from the 16¿ distal end portion of pump cable, revealing extensive damage to the inline connector bend relief, outer jacket and armor layer. Evidence of fluid ingress was also noted on the armor layer. The armor layer was removed, and the underlying bionate was discolored brown. The bionate was removed and examination of the underlying wires revealed no insulation breaches or damage. Of note, evidence of fluid ingress was noted underneath the bionate. Examination of the pump end portion of the pump cable, revealed damage to the outer jacket, armor layer, and bionate, between approximately 6-7¿ from the pump housing. Following the removal of the outer jacket, armor layer, and bionate, examination of the underlying wires revealed damage to the insulation of the yellow and blue wires approximately 6¿ from the pump housing. The underlying conductors of these wires were visible, and evidence of debris and fluid ingress were noted in the area of damaged insulation. The observed wire damage and evidence of fluid ingress would have contributed to the observed driveline communication faults. The observed damage would have also contributed to the scorching and fluid ingress seen in the sockets of the inline connector. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication fault alarms, as well as the recommended actions associated with each. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication fault alarms, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instructs the user to check the driveline daily for signs of damage. The IFU and patient handbook also instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.